Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to positioning of the cup.

Manufacturer narrative:
Complaint has been evaluated and is similar to:1644408-2022-01716, 940-02-52f, s816 - malpositioned, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.